Event description:
The following has been reported: following a power cut, the pump changed its flow rate on its own while it was running, and the medication was delivered in 20 minutes instead of 1 hour. The event took place on thursday (B)(6) 2024 at around 3pm. The pump time is 52 minutes ahead. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. Investigation revision: following reception of the device. The reported device was received in brézins for investigation. Nothing was noticed during external visual check. It was noticed that the preventive maintenance was well overdue (2020). The history log shows that the pump infused at 125ml/h. Then the "same infusion" mode was disabled and a new infusion was programmed by the user at 400ml/h. Each identified infused volumes were in line with the device programming. Investigation report for details of infusion setting and infused volume. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Quality control was performed and no technical or functional issue was detected. The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. Therefore, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid. The trend is: n/a.